Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised on (B)(6) 2020. Operative notes reported that upon entering the joint capsule, brown-tinged fluid was encountered consistent with metallosis. There was significant metallosis and caking of black material were note surrounding the trunnion. Doi: (B)(6) 2009; dor: (B)(6) 2020; right hip. The patient has bilateral hip implants, please see (B)(4) for the left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d4 (lot).